Manufacturer narrative:
Date of event is unknown as not provided. Lot and catalog number unknown as not provided. User information is unknown as information was not provided. (B)(4). Investigation: no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries. No evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that the patient received a cook gunther tulip on or about (B)(6) 2005 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device migration'. Cook will reopen its investigation if further information is received. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement.

Manufacturer narrative:
(B)(4). Corrected data base on new information received: adverse event to product malfunction serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2005 via internal jugular vein due to dvt and pe. Plaintiff is alleging device migration.